Event description:
Pt in the or for skin grafting procedure post electrical burn. Skin was harvested for grafting using a dermatome. During the procedure a linear incision approx 5 cm was noted across the pt's anterior thigh. Sutures were required to close the laceration.